Event description:
Through implant patient registry it was learned that a 33mm 7300tfx, in the mitral position, was explanted after an implant duration of nine (9) years, nine (9) months due to calcification, sclerotic and immobile leaflets and severe stenosis. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 33mm 11400m valve with good function. The patient was discharged on pod# 7. Per product evaluation, report of calcification, sclerotic, immobile leaflets, and stenosis were confirmed. Heavy calcification was observed on leaflets 1 and 3, and moderate calcification on leaflet 2. Calcification nodule was observed on host tissue fragment. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 3 on the outflow aspect and 7mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 1mm at commissure 2, and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematoma was also observed on leaflet 1 and 2 at the outflow aspect. Sewing ring cloth had multiple cuts around the valve.

Manufacturer narrative:
H11: additional manufacturer narrative: h3: evaluation summary: customer report of calcification, sclerotic, immobile leaflets, and stenosis were confirmed. X-ray demonstrated wireform intact; heavy calcification was observed on leaflets 1 and 3, and moderate calcification on leaflet 2. Calcification nodule was observed on host tissue fragment. A suture fastener and suture remained attached to host tissue fragment. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 3 on the outflow aspect and 7mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 1mm at commissure 2, and leaflets 2 and 3 by approximately 1mm at commissure 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematoma was also observed on leaflet 1 and 2 at the outflow aspect. Sewing ring cloth had multiple cuts around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 33mm 7300tfx in the mitral position was explanted after an implant duration of nine (9) years, nine (9) months due to calcification and stenosis. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 33mm 11400m valve. The patient was discharged on pod # 7.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.